Event description:
It was reported that at refill, a volume discrepancy was noted. The patient returned to clinic for a change in timing of a flex dose; has always had "good therapy". The hcp aspirated more volume than expected. The expected reservoir volume was 17 mls; the actual reservoir volume was 28 mls. The patient has not noted any symptoms. The pump contained dilaudid 40 mg/ml at 6.508 mg/day, fentanyl 5 mg/ml at 0.8135 mg/day, bupivicaine 25 mg/ml at 4.067 mg/day and clonidine 250 mcg/dml at 40.67 mcg/day. Additional info has been requested from the hcp, but was not available as of the date of this report.